Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Patient reported six infusion sets fell off during use event occurred on (B)(6) 2025. Infusion set was in use for one day. This led to high blood glucose level for which the patient managed with correction injection via mdi (multiple daily injection). Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.